Event description:
During a knee arthroscopy procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that once t1 was deployed, t2 popped off the tip. It was reported that they are retracting the button correctly. The case was completed with a backup device. There were no reported patient injuries or complications. It was confirmed that t1 was not left in the joint. It was completely taken out.

Manufacturer narrative:
(B)(4). The investigation results revealed that one fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode, ¿t2 fell off needle¿. The device was received with no suture or implants. Given the state of the returned device, the complaint could not be visually confirmed or replicated. Functional testing confirmed that the devices actuated as intended. The reported complaint could not be replicated, however (B)(4) has been initiated to investigate fastfix 360 deployment issues related to t2 prematurely deploys or will not deploy. The investigation is ongoing. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).